Manufacturer narrative:
On 5/21/2019, mentor became aware that incorrect mre statement was submitted. The correct statement is: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." On 4/30/2019, the mentor failure analysis lab received the device for evaluation. The analysis was completed on 5/17/2019. Device evaluation summary: during evaluation of the device it was ruptured. No other anomalies were discovered since the authorization for return and examination of medical device form was not signed and/or returned to mentor, therefore mentor product analysis lab was precluded from further evaluating the device. The reported complaint was confirmed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and rupture is a known complication associated with these devices and is referenced in our product insert data sheet.   Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor 375cc memorygel breast implants and suffered bilateral rupture postoperatively. The rupture was confirmed by ultrasound. As a result, the patient underwent bilateral removal and replacement with like devices on (B)(6) 2019. This report is for the patient¿s left-sided device.